Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The pt no longer had the test strips to verify the lot number.

Event description:
This senior medical affairs specialist spoke with the pt/layperson on 02/10/2009 regarding an allegation that a result with her onetouch ultralink meter was inaccurately elevated compared to her symptoms, and to other lifescan meters. Results are in correct unit of measure, mg/dl. The pt reported the following: in 2009 in the afternoon or evening, the pt was "dizzy, weak, sweating, and very hungry." Assuming her blood glucose was low, the pt tested, result 343. Doubting the result, the pt tested on her other meters, all in the low 40 range reportedly, tests on the ultralink and other meters were with test strips from the same vial and had been in range with control solution. The pt self treated with juice and felt better. The pt believes her morning result before breakfast with the ultralink had been normal. Currently her endocrinologist is working with the pt on her basal rates and sensitivity levels. Because the pt's symptoms started before the alleged inaccurate elevated blood glucose began, there is no evidence the product contributed to serious injury. However, the complaint is reported based upon the comparison of the ultralink, 343, and the other lifescan meters, 40 mg/dl range. The comparison was greater than the expected less than equal to 30%. The customer care associate had replaced the meter and strips.